Manufacturer narrative:
: Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The manager of an eye center reported that a patient underwent bilateral lasik procedures. As the left eye was treated, it appeared that the laser emission finished well. However, when the surgeon attempted to lift the flap, a knife was required to open the lower 1/6 area. The excimer treatment was completed. Two days after the lasik surgery, the patient had excellent uncorrected visual acuity.